Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient reported getting inaccurate low readings on the cgm and does not have a bg meter available to check her gluocse readings. Because she was getting low readings on the cgm, she was basing treatment decisions on the cgm value. She would eat and drink something sweet to increase her cgm value; however, the cgm was still giving low readings such as 42 mg/dl. At 11:00 am on (B)(6) 2025, she had chest pain, arm pain, headache and was disoriented. She decided to go to the nearest emergency room. At the emergency room, the doctor did a bg reading and it was 400 mg/dl while the cgm was 58 mg/dl. The patient was treated with IV insulin. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the d zone of the parkes error grid at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.